Event description:
When the device was first implanted in (B)(6) 2013, the implantable neurostimulator (ins) stuck out a lot. The patient was supposed to feel stimulation on the left side of her body but she only felt it on the right side. The device stimulated the whole right side of her body but not the left side at all. A company representative programmed it but they were never able to get the stimulation on the left side. In june or july they put in different leads but used the same ins, which severely damaged her spinal cord. In (B)(6) when the patient came out of surgery, she couldn¿t walk. The patient was in rehab for months and a therapist had to come to her home. The patient¿s left leg is atrophied and she has nerve damage; now she can only walk with a cane. The ins was removed in (B)(6) 2014 because the skin stretched so badly they were afraid it would tear. The patient still has the leads in her body because if they took them out they were afraid she would be paralyzed. The patient came out of surgery ten times worse than she went in; she can¿t walk like she used to. It was noted when the patient had the trial it was heaven. Now the patient can¿t have mris and has severe back problems. The CT scan doesn¿t show everything. It was noted the patient had previous back surgeries. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer, patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient¿s health care provider (hcp) confirmed the cause of the event was determined and it was not device related. The patient has recovered without permanent impairment.